Event description:
It was reported that the pump exhibited an occlusion alarm. During physical inspection, it was found that there was a cracked downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple events from 5/5/2025 to 6/16/2025. The device was visually inspected and there was a cracked downstream occlusion seal. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.